Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he ran a control test on the contour next one meter and obtained a reading of 214 mg/dl at 2:23 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 9bv2g53, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.